Event description:
It was reported that following a fall in (B)(6) 2013, the patient started leaking and would wake up at night. The patient would also have ¿some¿ retention and then no control when they would empty their bladder. At the time of the report, the interstim therapy was working. It was stated that the therapy made a huge difference. It was believed that some of the patient¿s bladder problems were related to a hysterectomy they had done previously. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va011wd, implanted: (B)(6) 2013, product type: lead. (B)(4).